Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette error" was confirmed/duplicated through visual inspection and occlusion test. The event log/alarm history also showed multiple occurrences of "high alarm displayed: cassette not attached properly." The probable cause was a defective downstream occlusion (dso) sensor. Further investigation found the liquid crystal display (lcd) lens protective coating was peeling off, the upstream occlusion (uso) seal is worn/dented, the power switch was not installed correctly with the wires being crushed between the switch and rear housing, the chassis black gasket is worn/damaged, and motor odometer reading is over the preventative replacement limit of six million rotations. Current reading: 7,215,697. Replaced dso sensor, bezel, and seal, lcd lens, uso seal, chassis black gasket, and motor. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was cassette error during testing¿; during device evaluation it was found the downstream occlusion (dso) sensor was defective.